Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The reported inflation issue and leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest a lot specific product quality issue exists. The investigation determined that the inflation issue and leak appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The 4.0x40mm armada 18 balloon failed to inflate and unspecified damage to the balloon was observed. The device was replaced with an unspecified balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The unspecified damage will be conservatively interpreted as a potential leak although the account did not confirm it as of yet.